Manufacturer narrative:
In speaking with olympus technical assistance center (tac), the customer reported a b30 communication error. Customer confirmed that the error was with the 190 series scope. Tac was prepared to advise customer, however, customer stated they did not have time. Customer will call back when they have time to troubleshoot. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center was showing communication error b30. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additional information: h4, h6. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.